Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 12 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 20 states, " persistent pain." Surgeon didn't approve for return.

Event description:
It was reported that the patient had an initial left oxford knee procedure on (B)(6) 2015. Subsequently, the patient was revised on (B)(6) 2016 due to pain and reduced range of motion. During the revision procedure, tibial tray and bearing were removed and replaced.